Event description:
On (B)(6) 2013, the (B)(6) contacted lifescan to report a (B)(6) customer¿s complaint to them that the onetouch verio iq meter was giving inaccurately high readings compared to other meters. There was no report or allegation of any patient injury associated with this issue. No information was provided as to the blood glucose readings obtained on the reported meter, the meter serial number or the test strip lot number. The customer service representative contacted the patient to obtain further information and to troubleshoot the issue, however, was unable to reach him by telephone. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Meter serial #: not provided. Test strip lot#: not provided.